Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00661. It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedance on multiple contacts of one of the leads and it was reported that the lead was fractured. Reprogramming did not resolve the issue. As a result, surgery occurred to address the issue. During the surgery, the physician tried to remove just the fractured lead, but the other lead pulled out as well, so both leads were explanted and replaced to address the issue. It is unknown which lead was fractured so both leads are being reported.